Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 203 - pulse test fault) was confirmed. As received, the monitor displayed code 203 - pulse test fault. Upon evaluation, there was no driven ground signal. The cause of the pulse test fault is the lack of driven ground signal. The cause of the lack of driven ground signal is shorted transistors (q10, q13, and q17) on defibrillator board sn (B)(4). The root cause of the shorted transistors cannot be positively identified. No adverse event resulted from the shorted transistors.

Event description:
A us distributor returned a monitor indicating that it displayed code 203 - pulse test fault.